Manufacturer narrative:
During processing the complaint ot#(B)(4) we have become aware about an issue with a turbine - which was found defective within this record. Identification of issue has been done by analyzing return information note. The turbine module has been tested in a reference machine. It failed the pre-use check with gas supply and pressure transducer tests. The turbine acceleration was slower than it should, but it was not slow enough to trigger any alarm during ventilation. The issue was decided to be reported as defective turbine may lead to stop of ventilation. There was no patient involvement. Further investigation performed by our contract manufacturer for a similar problem concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
It was reported in the return information note that ventilator's turbine was defective. There was no patient involvement. Manufacturer's ref. #:(B)(4).